Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia procedure with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac perforation which required surgical intervention. The physician had mapped the right atrium and the right ventricle with a pentaray catheter and a tetrapolar catheter was placed in the right ventricular apex. After the mapping phase, the physician removed the with the pentaray catheter out of the patient and then he introduced the thermocool smarttouch catheter. At some point the patient's blood pressure dropped and they realized that there was a pericardial effusion. The blood pressure of the patient was stabilized but again started dropping so the patient was taken for open heart surgery. The perforation could have taken place when the physician tried to access the anterior wall of the right ventricle and the catheter probably was still in the right atrium through the right atrial appendage the perforation was done. The maximum force value observed was 40g and no alert of hi pressure or re-zero was observed. The patient was in critical condition at the time this complaint was reported. Additional information was received on the event. No transseptal puncture was done and the patient did not receive anticoagulation. The patient did require hospitalization. Since the event occurred during the mapping phase, no ablations were performed. Settings during the event include: flow setting 2ml/min / deflectable agilis sheath from st. Jude medical was used. There were no error messages observed on biosense webster equipment during the procedure. The physician did not provide a causality opinion for the cause of this adverse event.